Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service engineer was dispatched to the facility and could confirm the reported issue. The problem was traced back to a defective motor control board. The part was replaced and the issue solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova received report about a motor control failure error message on a s5 roller pump during procedure. There was no report of patient injury.